Event description:
It was reported that the right atrial lead was capped and replaced; it was noted to be unusable. Follow-up clarified the lead had dislodged, and was therefore nonfunctional. No patient complications have been reported as a result of this event.